Event description:
It was reported that there was a crack in the minicap that resulted in iodine leakage. The patient¿s belt was iodine stained. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.